Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. There was no indication of a reagent issue as calibration and qc were within range and this was the only sample affected. The analyzer alarm trace showed no indication of an issue at the time of the event.

Manufacturer narrative:
The field application specialist found the sample/reagent probe was misaligned. The field service engineer changed the measuring cells, pinch valve tubings, and performed preventive maintenance. He cleaned the water reservoir and valves. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin I stat elecsys results from the cobas e411 rack analyzer. Sample 1 initial result was 0.405 ng/ml and was reported outside of the laboratory. The clinician did not find the result comparable to the patient's findings. A new sample was collected from the patient and the result was 0.100 ng/dl with a data flag twice. This result was reported to the clinic. The field application specialist repeated sample 1 four times with two different reagent packs. All of the results were 0.100 ng/dl with a data flag. The reagent lot number was 63317501 with an expiration date of 31-aug-2023.